Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. During incoming inspection, the device was tested for two days without any lost image after 10 minutes of connection. The error reported by the customer may have been caused by dirty pins on the camera head connector. The camera head passed all inspection criteria. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the image was lost on the 4k autoclavable camera head during a therapeutic procedure. The customer switched the device off and on. After 10 minutes of being connected, the image was lost again. Additionally, the camera head was checked using another otv and clv unit, and the issue was the same. The procedure was prolonged by a few minutes; however, the procedure was completed successfully using the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned, the phenomenon was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.